Event description:
Boston scientific received information that during routine follow up, this right atrial (ra) lead exhibited loss of capture less than 2 seconds of asystole. The patient was non-compliant and did not wear an arm restraint as a result both the atrial and ventricular leads were found to be dislodged. The issue was resolved after the lead was successfully repositioned. This ra lead remains in service. No adverse patient effects were reported.; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.